Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient also mentioned that when switched doctors, was told by the new doctor that the implant from (B)(6) 2010 was implanted in the wrong place and was told they can't make any adjustments and would need another brain surgery which patient didn't want to have. Patient said that their head tilts to the left. Patient said that they did replace something but doesn't recall that received a new neurostimulator. The patient was redirected to their healthcare provider to further address the issue and have them call with the updated information. Patient said that has her next appointment on (B)(6).